Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-paced t-wave oversensing was observed. Technical support was contacted and suggested to reprogram the device to resolve the issue. Device programming will take place at the patients next follow-up. The patient experienced no adverse health consequences.